Event description:
Procedure: av fistula. According to the reporter, the device fired crossed staples which caused laceration to the vessel. The vessel was repaired with suture. There was no delay in operating room time or bleeding. The patient was stabilized then transferred to the recovery room.

Manufacturer narrative:
(B)(4). (B)(4).